Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out). The harvester managed to complete the procedure using the same device. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: a visual inspection of the device was conducted, and it was observed that the valve had fallen out of the luer fitting. The reported failure was confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).